Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on the morning of (B)(6) 2011 the patient obtained a blood glucose reading of 333 mg/dl and she experienced the symptom of nausea. The patient did not seek any medical attention or treatment. The patient alleged the pump basal rates were changed without user intervention. Troubleshooting revealed the pump date/time were set correctly. It was not possible to complete troubleshooting as the telephone call with customer service was disconnected and the customer service agent was unable to contact the patient again. As the patient obtained elevated blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.